Event description:
This notification is being reviewed due to a user of a dreamstation bipap autosv device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, visible foam degradation was found in the device assembly. Error code 22 (indicating an issue with the heater plate, base humidifier cable, and/or pca), error code 224, error code 226, and error code 36 (indicating an issue with the blower connector, blower assembly, and/or pca) were found in the device log history. The device was scrapped.